Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag and with the peel-off label attached. Unit has the jacket peeled and bent, as part of overall visual revision. The entire length of the wire was examined and the device has the jacket section peeled and bent, exposing the corewire partially, approximately 49.6cm from the distal end with a length of 3.8cm, measured using the calibrated ruler. All the outer diameter measurements are within the specifications as measurements were taken with digital micrometer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating issues occurred. Vascular access was obtained via a standard right femoral approach with a needle. The target lesion was located in the coronary artery. A 5 fr super sheath was advanced. A 035/180 magic torque¿ guide wire was advanced to facilitate the placement of the sheath. All devices were removed from the patient. Upon removal of the device, the physician noticed that the coating of the wire has been scrapped off. Approximately 10 millimeters of the coating was hanging like a string from the wire. This coating segment was still attached to the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that coating issues occurred. Vascular access was obtained via a standard right femoral approach with a needle. The target lesion was located in the coronary artery. A 5 fr super sheath was advanced. A 035/180 magic torque guide wire was advanced to facilitate the placement of the sheath. All devices were removed from the patient. Upon removal of the device, the physician noticed that the coating of the wire has been scrapped off. Approximately 10 millimeters of the coating was hanging like a string from the wire. This coating segment was still attached to the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). (B)(4).